Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator parameter values are jumping around, unable to make changes. The green check mark on the navigation ring works but the navigation ring is inoperable. The unit was being set up for use, with no delay to therapy noted. The investigation is ongoing.